Event description:
The customer contact reported an e437 (software failure) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken off.

Manufacturer narrative:
During testing, it was found that the device door roller was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.